Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct during a lithotripsy procedure to treat bile duct stones performed on (B)(6) 2025. During the procedure, the device was inserted into an endoscope and papillotomy was attempted. It was noted that the cutting wire did not reach the papilla evenly, which made it unable to perform incision properly that resulted in longer time for energization. It was reported that the cutting wire of the stonetome got torn when the handle was forcefully grasped to apply it on the papilla. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: (investigation result). The returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was blackened, kinked, and broken from the proximal pierce hole. Due to the device condition, it was not possible to determine if the cutting wire was misoriented before it broke. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was blackened, kinked, and broken from the proximal pierce hole. Based on the condition of the device, the wire break could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct during a lithotripsy procedure to treat bile duct stones performed on (B)(6) 2025. During the procedure, the device was inserted into an endoscope and papillotomy was attempted. It was noted that the cutting wire did not reach the papilla evenly, which made it unable to perform incision properly that resulted in longer time for energization. It was reported that the cutting wire of the stonetome got torn when the handle was forcefully grasped to apply it on the papilla. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.